Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The autopulse nxt platform in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse nxt platform (sn (B)(6) is not working properly. Fault code 1401 was reported. The fault code was unable to be cleared. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.